Event description:
The customer stated that he was treated by paramedics twice due to hypoglycemia. The reported blood glucose reading at the time of the second event was 41 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer stated that he has had an increase in activity and stress recently, as well as a change in diet. The customer stated that there was a crack in the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was returned with a crack in the battery tube.